Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding the notation of cloudy effluent during the initial drain of the hp's automated peritoneal dialysis (apd) treatment. Tsc assisted hp in ending the hp's apd treatment early and advised the hp to contact the hp's rn. Per rn, hp was diagnosed with staphylococcus peritonitis upon going to the emergency room that evening. Hp was treated with tobramycin and vancomycin intravenously upon diagnosis. A culture was taken the following day which showed a non-aureus staphylococcus. Hp received further out patient treatment intraperitoneal for the following two weeks.